Manufacturer narrative:
Mw5110780. Devices discarded by the hospital.

Event description:
MDR report #: mw5110780. It was reported via a medwatch program notification, an experience report provided by the surgeon, and an operative report also provided by the surgeon, that a 73 year old male patient had right total hip replacement in 2011, who sustained a mechanical fall and had a right periprosthetic acetabular fracture, underwent a complex revision on (B)(6) 2022, "open reduction internal fixation of right acetabulum fracture right revision tha", to replace exactech connexion gxl liner due to early wear, osteolysis leading to periprosthetic fracture. The operative findings were a failed fixation right acetabular component with osteolysis. No evidence of acute inflammation. Proximal femoral osteolysis. Well-fixed femoral stem with significant distal ¿is a shin¿. The patient was revised to competitor¿s components. Patient transferred to recovery in stable condition. Patient required prolonged hospitalization as a direct result of this issue. Admitted on (B)(6) 2022 and discharged on (B)(6) 2022. Patient suffered permanent disability as a direct result of this event. Devices will not be returned; they were discarded by the hospital. No additional information.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported may have been due to possible edge loading, the position of the femoral stem, and/or patient related conditions which led to wear of the acetabular liner. The reported acetabular loosening and periprosthetic fracture may have been due to a combination of the patient¿s reported fall and/or osteolysis. However, this cannot be confirmed because the components were not returned for evaluation.